Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as touch contamination. It was not reported if the patient was hospitalized for the event; however it was reported that the patient presented to the outpatient clinic for the event. The patient was treated on an outpatient basis with vancomycin (2000 mg, intraperitoneal, every 2 days, duration not reported) and ceftazidime (2000 mg, ip, daily, discontinued, duration not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.